Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) revealed the patient was on numerous medications at the time of the event. The patient also had an extensive medical history, but had no allergies. The date of onset or diagnosis of the infection was (B)(6)-2014. It was at the right chest incision and no culture was obtained. Besides intravenous (IV) antibiotics, the patient was also on oral medication for six weeks after with follow up scheduled for (B)(6)-2014.

Event description:
It was reported that the patient was seen in the healthcare professional¿s office on the date of this report due to a right generate or infection. The patient had symptoms of redness and swelling for a couple of weeks prior to the date of this report. The patient was given intravenous (IV) antibiotics. No surgical intervention had been taken as of the date of this report. Additional information received reported the patient was doing well with the IV antibiotic treatment and no other interventions had been taken.

Manufacturer narrative:
Product ID 3387s-40, lot# va04z6j, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient (B)(4).